Event description:
The pt reportedly has been getting a low cartridge warning on her pump even though there is still insulin in the cartridge. She claims that she changes out the infusion site/set and cartridge every 3-4 days and rotates locations. She indicated that there were no air bubbles in the cartridge or tubing. On (B)(6), 2010, the pt's blood glucose levels increased to 600 mg/dl and she had symptoms of some nausea and vomiting, and shortness of breath; however, she did not check for ketones. She self-treated with an insulin injection and her blood glucose level went down to the 100's mg/dl later that day. On (B)(6), 2010 at 1:30pm, the day she contacted animas, her blood glucose was 300 mg/dl with no nausea/vomiting or shortness of breath. She self-treated with an insulin injection and her blood glucose went down to 230 mg/dl. The pt felt that something wrong with the pump so her health care professional advised her to contact animas. Animas rep went through troubleshooting with the pt and noted the following: the date/time setting was correct, no missed boluses, the history was correct, no associated alarms per history, no warnings, and the insulin being used was within expiration date. The pt has not had any changes in physical activity, no changes in medication, and no recent illnesses. According to the animas rep, there were no possible malfunctions with the device. The pt was advised to change out the infusion site/set every 2-3 days.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history through the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. An ezprime operation was performed with no difficulties noted. During testing the remaining units were correctly calculated and recorded in the pump history. Unrelated to the complaint, corrosion was observed in the battery compartment. Corrosion in the battery compartment is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.